Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner and that the insulin pump would power off suddenly. The customer's blood glucose level was not provided at the time of the incident. The customer stated that they replaced the battery but insulin pump would still power off. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.